Event description:
Medtronic stent grafts and non mdt stent grafts were implanted in the endovascular treatments of zone 0/1 arch aneurysms on unknown dates over a three year period . The outcomes of these patients were compared to a similar group of patients who underwent open surgical repair.  The following malfunctions were reported;  type I endoleak, type iii, type IV endoleak  stroke, paraplegia/paraparesis, bleeding, pulmonary distress, cardiac tamponade, renal failure, myocardial infraction, atrial fibrillation, multiple organ failure, infection, dissection, re-intervention  patient mortality was reported but there is no causal link that a medtronic stent graft caused or contributed to any death.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; open versus zone 0/1 endovascular aortic repair for arch aneurysm: a propensity score-matched study from the national clinical database in japan yasuhisa oishi, hiraku kumamaru, masaaki kato, takao ohki, akira shiose, noboru motomura, hideyuki shimizu, annals of vascular surgery, volume 100, 2024, pages 128-137, https://doi.org/10.1016/j.avsg.2023.10.012 a.2, a3b average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.